Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19425. Related manufacturer reference number: 1627487-2021-19426. It was reported that the patient experienced ineffective therapy. Diagnostics revealed that the impedances were in normal range but on the lower side. Preprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg and right extension was explanted and replaced to address the issue. However, the effective therapy was not achieved. CT scan revealed that the lead had migrated. As such, additional surgical intervention took place on (B)(6) 2021 where in the right lead was explanted and replaced with a new lead addressing the issue. Reportedly, patient is receiving effective therapy post operatively.